Event description:
A caller reported an occlusion alarm with their pump, and a specific alarm number could not be verified in the pump history. The occlusion issue caused the customer's blood glucose levels to exceed 500 mg/dl, displaying "high" on the cgm. The customer addressed the high blood glucose by administering a correction injection through manual delivery and did not require assistance from a third party. They resolved the issue by changing the infusion set and cartridge before resuming insulin. Despite experiencing frequent occlusion issues previously, the caller declined additional assistance, and the case was closed by technical support.